Event description:
It was reported that during a da vinci-assisted lung procedure, the sureform stapler reload did not form a complete staple line. A backup instrument of same kind and a different reload was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use and no damage was noted. When the stapling issue occurred the customer received an error message as would not register the stapler. There was no obstruction between instrument jaws. No clamping issue was noted. The procedure was completed as planned with a backup stapler from a different lot. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the evaluation. Failure analysis (fa) found the primary failure of exposed blade to be related to the customer reported complaint. For clarification, the reload was found to have the knife exposed within the knife track. The reload was returned with the instrument that was found to have a firing failure. The reload was found to have a firing failure based on log review. Visual inspection of the reload found no physical damage to the cartridge. The cover was removed, no damage was found to any pushers or staple found. The root cause for the firing failure could not be determined at this time. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform stapler reload did not form a complete staple line. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.